Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device had a damaged downstream occlusion seal, a damaged battery compartment and a scratched lens. Functional testing was conducted with the returned device and the customer¿s problem was duplicated. The root cause was found to be a damaged battery compartment. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the downstream seal, battery compartment and lens will be replaced.

Event description:
It was reported that the battery compartment was broken and there was a "maintenance" message. There was unknown patient involvement.